Event description:
It was reported that the pump was explanted and not replaced. The reason was listed as ¿patient rejection ¿ baclofen pump exposed through skin¿. The patient recovered without sequelae. The device system was used to deliver lioresal. Exact patient symptoms and specifics regarding the patient rejection were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709, lot# j0058182r, implanted: 2001-(B)(6), explanted: 2014-(B)(6), product type catheter, (B)(4). Analysis of the pump found no anomaly.

Event description:
The patient presented with spontaneous breakdown of the abdominal incision with pump exposure. The patient recovered without permanent impairment. Re-implantation was planned for the future - date to be determined.